Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was a massive heart attack. The caller stated that the customer had a heart attack that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The caller stated the customer had stopped using the pump as it was not working. The customer was not using sensors. The caller declined to return the insulin pump for analysis as it's location was unknown. This report was made for the unspecified past pump malfunction.